Event description:
Pt self-tester reports results lower than reference with the protime microcoagulation system. Pt's therapeutic range is 2.0 - 2.8 inr. On (B)(6) 2012, pt performed comparison test with the laboratory. Protime generated results of 1.8 inr and laboratory result was 3.0 inr. Pt performed multiple tests with protime during the previous weeks generating the following results: (B)(6) 2012 - 1.8 inr, (B)(6) 2012 - 2.2 inr, (B)(6) 2012 - 1.9 inr, (B)(6) 2012 - 1.7 inr. Pt reported that he had urinary bleeding starting approximately two weeks prior to the comparison test for five consecutive days from (B)(6) 2012.

Manufacturer narrative:
(B)(4). Customer tested with instrument serial# (B)(4). Manufacturer notified FDA on (B)(4) 2012 of protime 3 cuvettes voluntary recall. Protime 3 cuvettes within a specified lot range may recover loser than expected prothrombin time/international normalized ratio (pt/inr) results. Itc's investigation into the product's performance identified increased imprecision in addition to an increased negative bias corresponding to manufacturing changes. Itc has undertaken corrective actions to ensure protime 3 cuvettes not performing as expected are not used and that the performance of future lots is restored thereby matching user expectations and properly correlating with reference laboratory results.